Event description:
It was reported by the rep the device was used in a laparoscopic salpingooophorectomy. It was reported the device closed down on the ovarian tissue, would not fire and would not open or release. The surgeon had to pry the stapler jaws open inorder to remove the device from tissue. The product is being kept by the hospital risk management office. There was not consequence to the pt.